Manufacturer narrative:
Patient information was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that the system was being used with the cranial electromagnetic localization software. According to the protocol, the proper instruments were selected and the registration was performed. Tracking began and the incision was made with the help of tracking. After this, the surgery began and there was no use of navigation for a few hours. The machine was moved to a second operating room for another surgery and that surgery began with cranial optical localization tracking. When the initial tracking was completed in that procedure, the machine was returned to the original procedure. The original electromagnetic localization patient was selected to begin navigation. At that time, a pop-up appeared on the display. The same electromagnetic localization procedure was selected with the same patient. The system was rebooted and again the same procedure and same patient were chosen, but the issue did not resolve. The procedure could not be processed with the existing registration. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
Other applicable components are: product ID: 9733763, version: 2.2.7. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system has been used successfully since this event.

Manufacturer narrative:
Patient age/sex provided. Additional information provided. Initial reporter updated.. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying the reported event. When they entered the patient again and proceeded to register, the message that was received was indicating to add the passive cranial frame in order to restore the registration, even though they were in an electromagnetic localization procedure. It was also noted that the rest of the electromagnetic localization instruments showed disconnected on the instruments task. Additional information was also received clarifying how the procedure was completed. It was reported that they could not re-register the patient so the procedure was completed without the navigation system.

Manufacturer narrative:
The software investigation was unable to determine probable cause. Logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.